Manufacturer narrative:
H.6. Investigation: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. DHR could not be performed due to unknown lot#. H3 other text : see h.10.

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter tubing separated from the y-adapter site during use. The following information was provided by the initial reporter: "I wanted to reach out to you regarding an issue with the saf-t-intima 24g. One of the nurses brought the product to and said it malfunctioned as he was unclamping the tubing. This was already inserted in the patients arm, as the nurse was getting ready to flush the line with saline, he unclamped the tubing and the tube broke at the y-adapter site."

Manufacturer narrative:
Unknown manufacturer: (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: as no physical sample, part number or lot number was provided for evaluation by our quality engineer team, a complete investigation could not be performed. Based on the limited investigation results, a cause for the reported incident could not be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd saf-t-intima¿ IV catheter tubing separated from the y-adapter site during use. The following information was provided by the initial reporter: "I wanted to reach out to you regarding an issue with the saf-t-intima 24g. One of the nurses brought the product to and said it malfunctioned as he was unclamping the tubing. This was already inserted in the patients arm, as the nurse was getting ready to flush the line with saline, he unclamped the tubing and the tube broke at the y-adapter site."